Event description:
During an exploratory laparotomy hysterectomy and panniculectomy, the tip of the conmed pencil burst into flames. The setting on the esu was changed 60/50 and from spray to pin-point and it still burst into flames. On all settings it did the same. There was no mention of a pt burn or any other problems in the surgical records.